Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had software issues as well as damage to its top and its touch pen. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis confirmed the customer comments regarding a software issue and damage to the device's top and touch pen and noted that the programmer powered up to a system error, that the power cord bay latch was broken, the stylus was bent, the lower display hinges were worn, the electrocardiogram connector was loose and that the hard drive health was at less than 100%. The software was reconfigured and reloaded, the power cord bay, stylus, lower display hinges, link electronic module (lem), and hard drive were replaced. Additionally the hard drive was reimaged and both the stylus and the lem were calibrated. The programmer then passed all console and systems tests. If information is provided in the future, a supplemental report will be issued.